Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the cannula was bent. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 107 mg/dl at the time of call. The customer stated that the blood glucose reached 600 mg/dl and dropped to 40 mg/dl after treating. The customer also stated that the insulin pump was giving too much insulin. The insulin pump will not be returned for analysis.